Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. Both complaints for this serial number ((B)(4)) have been reported from one u.s. Facility.

Event description:
Experienced placers reporting 3 incidents over the past two weeks that resulted in improper positioning despite max p wave on ECG. All piccs were placed with the same site-rite 8. This event addresses the patient 2.